Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a merlin.net transmission, noise was noted on the left ventricular lead. The patient would be monitored. No intervention had been reported.